Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6, -11.50/2.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem.